Event description:
It was stated by the physician that the aspiration experienced by the patient was definitely not related to a vns surgery. It was noted that the aspiration was observed after patient was discharged. The aspiration was noted to be related to a virus and not vns. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes were received from the neurosurgeon and were reviewed. It was noted that the patient had previous difficulty with anesthesia and experienced aspiration postoperatively. Per the neurosurgeon's office, the patient's mother reported aspiration occurred postoperatively; however, no clarification was provided for what surgery the event occurred. No additional relevant information has been received to date.